Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During procedure, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem with no defects observed. A different model was used to complete the procedure. No complications reported, and patient status was good.